Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that during high-risk percutaneous coronary intervention (hrpci), single access technique used for percutaneous coronary intervention (pci). It was noted that some oozing is observed from side of peel away sheath. Option was given to transition to peel away and obtain alternate access for pci site. It was decided to proceed with single access technique.